Event description:
A hospital in (B)(6) reported that on six occasions, the water feedset of an mr290 autofeed humidification chamber did not automatically feed water to the chamber even though the water bag was full. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that on six occasions the water feedset of an mr290 autofeed humidification chamber did not automatically feed water to the chamber even though the water bag was full. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are awaited at our fisher & paykel healthcare (B)(4) facility for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: one complaint chamber was received but the water feedset tube had been removed and was not supplied with the chamber. The chamber was visually inspected. Results: the chamber did not appear damaged in any way, except for the absence of the feedset tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we were unable to performance test the chamber due to the absence of the feedset tube. We are therefore unable to determine what had caused the problem as reported by the customer. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow, and advise that the filter cap must be opened if a water bag or bottle is used. The user instructions also state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".